Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Following deployment of the closure device, a mild to moderate pericardial effusion was visualized via intracardiac echocardiography (ice) on the posterior right side of the heart. Protamine was administered to reverse the impacts of previously administered heparin. The patient became hypotensive and a pericardiocentesis was performed. 300cc of blood was drained and the patient became hemodynamically stable. The patient fully recovered and was discharged one day post index procedure.